Event description:
According to the reporter, a nurse merely mended the kink with slight force but the thread broke. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The suture was broken. It was observed, under magnification, that the suture appeared to have split under tension. A tensile test was performed on the sealed samples and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.